Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. Info was requested by baxter regarding whether or not the pump was in use on a pt when the failure occurred, specific pt info, medical intervention and pt injury, tubing product code and lot number in use, the medication involved, pump programming and set-up info, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.